Event description:
A trial broke off of the calix t/p inserter during a lumbar interbody fusion procedure using the calix system. The surgeon removed the device from between the vertebral bodies, and the procedure concluded with no further issue. Additional surgery time of thirty minutes.

Manufacturer narrative:
Conclusion code: other, devices also evaluated by measurement of specifications against engineering drawing. Devices met all measurement specifications.

Event description:
A trial broke off of the calix t/p inserter during a plif (posterior lumbar interbody fusion) procedure using the calix system. The surgeon removed the trial from between the vertebral bodies, and the procedure concluded with no further issue. Additional surgery time of thirty minutes.

Manufacturer narrative:
Device not returned for evaluation.